Manufacturer narrative:
(B)(4). The product code is unknown, therefore, if there is a 510k number it is unknown also. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter to report a system error (se) on his home choice. The hp could not remember which se it was. The technical service representative (tsr) reviewed the log and found a se 2240. The tsr explained the alarm and had the hp finish therapy with manual supplies. There was patient involvement but no injury or medical intervention was reported.